Manufacturer narrative:
(B)(4). Report source - foreign : event occurred in (B)(6). Concomitant medical products: unknown tibial tray, catalog #: unk, lot #: unk. Unknown femoral component, catalog #: unk, lot #: unk. Unknown stem, catalog #: unk, lot #: unk. Device evaluated by MFR: customer has indicated product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01702. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent total knee arthroplasty. Subsequently, patient underwent tumor resection and revision due to instability and a failed hinge mechanism.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Visual examination of the provided pictures identified signs of biological deposits on the components, however a detailed evaluation can¿t be provided since the photos are not big/clear and the device was not returned. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.